Manufacturer narrative:
A field service engineer was dispatched to evaluate the sterrad unit. The fse reported the vacuum pump oil and the catalytic decomp filter were replaced to resolve the haze/smoke issue. The unit was restored to working order and confirmed to meet specifications on (B)(6) 2017. The device history record (DHR) was reviewed for the sterrad® unit; no anomalies were observed that would contribute to the reported issue at the time of release.

Event description:
The customer reported an issue of "haze" emitting from their sterrad®100's. The customer described the event as, a small amount of smoke emitting from their sterilizer while running a cycle. The customer was instructed to powered down the unit and evacuate the area. An fse was dispatched to assess the unit onsite. No injuries or harm were reported. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The catalytic decomp filter was returned and tested. The catalytic decomp filter completed the test cycle with no failure or errors. No smoke or mist was present and no odor was detected. The return of the catalytic decomp filter could not be confirmed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil was not returned for analysis. The assignable cause of the haze/mist/vapor is the catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.